Event description:
Patient presented to the emergency department with an itchy rash at both incision sites and was treated with hydrocortisone cream. Patient later reported that the chest incision site had worsened and become hot to the touch and returned to the emergency department, where a 7-day course of antibiotics was prescribed. This resolved the issue.